Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-08425. Related manufacturer reference number: 2017865-2019-08426. It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right atrial and right ventricular lead both exhibited noise. The right ventricular lead also exhibited low impedance. The patient presented on (B)(6) 2019 for lead revision procedure. During the procedure, electrocautery was used, and the pulse generator exhibited loss of pacing and diagnostic anomaly, false elective replacement indicator and false end of service. The system was explanted and replaced. It was noted that the insulation of the leads was worn. The patient tolerated the procedure well.